Event description:
It was reported that 1 bd alaris¿ pump module smartsite¿ infusion set had a hole in the tubing and leakage issues. The following information was provided by the initial reporter : the patient was received from ems with heparin infusion and when the nurse assessed the tubing it was found some slight dripping from the line as the elastic part of the tubing placed inside the pump had a very small hole. Immediately changed the tubing which solved the issue .

Manufacturer narrative:
Investigation summary : exec summary - one cat# 2420-0007 sample was received for investigation without packaging and the customer indicated that the complaint sample was from lot 21055765. Residual heparin was present in the sample. The feedback provided by the customer indicates that during a heparin infusion the nurse noticed leakage from the pumping segment. A visual inspection of the returned sample confirms the customer's experience as a visible cut was observed from the upper silicone tubing of the pumping segment. The details of this feedback were forwarded to the manufacturing site for investigation. A definitive root cause for the observed damage could not be determined in this instance, as the leakage was observed during infusion and not during priming, it is unlikely that a manufacturing defect could have contributed to the customer's experience. However previous investigations into reports of this nature have not identified any obvious manufacturing processes which may have contributed to the customer's experience and a definitive root cause could not be determined. - a review of the complaint lot history check was performed and this is the 1st related complaint for needle clog on lot # 21055765. No non-conformances were raised in association with this type of event for this lot, concluding all inspections were performed as per the applicable operations and met qc specifications. No review of the complaint lot history check for needle clog was performed on the unknown lot # so the occurrence is unknown, the issue is unconfirmed and root cause can not be determined. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - a lot history review for batch 21055765 was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.